Event description:
The patient had a smart stent ( 7x100) implanted and sometime after had to go back for a second procedure and during the second procedure the doctor noticed that the smart stent implanted in the first procedure had a fracture separation.

Manufacturer narrative:
Sometime after having a smart stent implanted the patient had to go back for a second procedure and during the second procedure the doctor noticed that the smart stent implanted in the first procedure had a fracture/separation. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Vessel identification remains unknown. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics may have contributed to the reported event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the catalog and lot numbers of this smart control stent are not available and are therefore listed as unknown.